Event description:
A malfunction alarm was reported by the customer, but no notable events occurred prior to the malfunction. The customer's blood glucose level was recorded at 9.6, which is within normal range. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue recurred.